Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -11.5/1.5/105 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged for a longer length lens due to lens rotation not associated to a low vault. This exchanged resolved the problem. Cause of event was unknown.